Manufacturer narrative:
The delivery system/crimped valve and esheath were returned to edwards lifesciences fully inserted through the esheath and loader. The crimped valve was positioned distal on the balloon. Upon visual inspection, no manufacturing abnormalities that could have contributed to the event. The reported fine adjust difficulty was confirmed on the returned device; but no manufacturing non-conformities were found in the returned sample. It is possible that these patient factors may have contributed to the reported event. Patient anatomy could impact the position of the device, potentially causing additional force needed for alignment (friction between balloon and flex shaft). In this case, procedural factors caused the device removal complication, as it was clarified that the esheath was withdrawn alone by accident leaving the delivery system within the patient¿s body. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of the event is ongoing, pending device return for evaluation. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our (B)(4) affiliate, the novaflex+ delivery system was surgically removed from the left femoral artery due to procedural complication. A novaflex+ delivery system was prepared as per IFU recommendation. The delivery system was inserted from the left fa and valve alignment was attempted; however, a 23mm sapien xt valve was unable to be aligned between the valve alignment markers and the flex catheter tip could not be advanced any further. After various attempts to align the valve the physician decided to remove the device. As they were unable to pull back the delivery system into the esheath, alignment was attempted again but without success. They tried to pull the delivery system into the esheath again and it was successful. The common iliac artery was occluded with a 10mm x 4cm mustang balloon and the delivery system and the esheath were started to be withdrawn together. However, the esheath was withdrawn alone by accident and the delivery system with the sapien xt was left in the patient's body. Surgical intervention was initiated to remove the system. The access vessel was cut open to the common iliac artery and the delivery system was successfully removed. The vessel was repaired with an 8mm vascular graft. Total blood loss due to the intervention was 1,650ml and 10 units of blood were transfused. A new novaflex+ delivery system and sheath were inserted on the right femoral artery to continue with the procedure. Per the latest report, the patient awoke on the ICU post tavr procedure and was in stable condition.